Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. A supplemental and final report will be filed. Otherwise this filing will stand as the final report. The manufacturing documents from the device history record could not be reviewed due to the unknown lot number. A two-year review of complaint history revealed there has been 27 complaints regarding 27 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Do not exceed 5 procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Complaint was confirmed. Evaluation of the returned used device found hook broken off (detached) from the tube. A device history review could not be conducted due to the unavailability of a lot number. Date of manufacture is unknown due to the unavailability of a lot number. A two-year lot history review could not be conducted due to the unavailability of a lot number. (B)(4). Per the instructions for use, the user is advised the following; - if the hook or needle bends during use, immediately discontinue use and discard. - there is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid lateral stresses to the instruments or device function may be compromised. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. - do not exceed 5 procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the c8741, crescent suture hook, broke during a shoulder arthroscopy on (B)(6) 2019. The suture hook broke while trying to place suture into the labrum. The broken piece was retrieved using a grasper and another suture hook was used to complete the surgery. There was no patient injury, no prolonged hospitalization and no reported delay. This report is being raised based on device malfunction with potential for injury upon reoccurrence.